Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient lost consciousness, the cgm was reading 192 mg/dl and the blood glucose reading was 40 mg/dl. The patient was treated by the parent with a glass of cranberry juice. Another fingerstick was taken a short time after, at that moment the cgm was reading 340 mg/dl and the blood glucose reading was 420 mg/dl. The parent decided not to call an ambulance or bring the patient to the hospital because the patient´s condition was getting better and was stable after a few hours of observation. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.